Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin 83 units that an unspecified number of tubes contained cellular debris in the plasma. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd received four photos for investigation. The photos were evaluated and they do show the customer's indicated failure mode of poor plasma; the plasma appears to contain debris. In addition, 100 retention samples were visually inspected with no issues being identified. Complaints for sample quality are under statistical control for the month of april 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor plasma. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 83 units that an unspecified number of tubes contained cellular debris in the plasma. There was no health impact or consequence reported.